Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No findings possible with log review, as it was not provided after multiple attempts. No parts have been received by manufacturer for analysis. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. No issues found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that they powered on the imaging system and it would not progress past "system booting please wait." She then re-booted the system and at 1 min 55 seconds, during boot, the system becomes unresponsive and does not complete boot cycle. There was no patient present when this issue was identified. A medtronic representative provided an update same day that the rt reported that the imaging system was working. He reported that he received the error logs to review and I will be at the site tomorrow to perform a system checkout. The site was using the imaging system.